Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument tip broke upon the firing, and the assistant retrieved the fragment from the body. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument tip shaft and housing were inspected prior to use. The instrument was used for 30 minutes prior to the breakage. The instrument was used to cut stomach tissue. The surgeon had no issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. All fragment(s) were retrieved with other instruments during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly .035 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.